Event description:
An implantable pulse generator (ipg) system was returned from the (B)(4) office of the medical examiner with limited information. Information identified in the paperwork indicated the patient died approximately five years post implant of the ipg system. It was also reported by a family member that the patient died unexpectedly and that the device contributed to the death. A cause of death was requested from the medical examiner and was not provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found. Product ID 5024m-58 implanted: 1992 (B)(6). (B)(4).